Event description:
The decedent was undergoing an elective angioplasty with stent placement for symptomatic atherosclerotic cardiovascular disease when pt experienced a sudden decompensation from an apparent ruptured left anterior descending coronary artery at the stent placement site. Pt was intubated and underwent an emergent pericardiocentesis and balloon pump insertion. Before pt could undergo a surgical correction, pt went into cardiopulmonary arrest and died. The heart and stent were initially evaluated at the office of the chief medical examiner. They have been forwarded for further evaluation of the stent.